Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Return of pain was reported. Patient fell. X-rays were done by md. Rep was then notified of lead migration that was noted on the x-rays. Rep met with patient. No impedances on leads. Leads are still in usable place. Ins was reprogrammed. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2024; brand name: vectris surescan; product ID 977a260, (serial: (B)(6) ; product type: 0200-lead; implant date: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.